Manufacturer narrative:
On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral osseointegration deficit at 1 year in a young, large male tha patient. This case would probably be classified as aseptic loosening, a possible complication in tha, described in literature. The cause for the unfortunate event remains unknown. Batch review performed on 17 january 2017. Lot 140776: (B)(4) items manufactured and released on 10 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The implanted amistem-h was not fully osseointegrated and due to this, the surgeon explanted it. After that, a cemented stem was implanted.